Manufacturer narrative:
A video was provided. The video does not show the lens preparation or the lens delivery. The video starts with the lens already implanted. Foreign material is observed on the anterior surface of the lens in the upper left quadrant. Forceps are used to try to remove the material. A determination of the origin and nature of the material cannot be determined from the video. A qualified cartridge was indicated with a non-company handpiece. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause could not be determined for the reported complaint. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A determination of the origin and nature of the material could be determined from the provided video. Information was provided that the doctor decided to leave the implant inside the eye and patient is doing well. A non- company handpiece was indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company ¿ iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint not related reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure, there was potentially adhesive or something unknown on the intraocular lens and in eye. Additional information was requested and received stated that patient was doing fine with very little inflammation. The doctor decided to leave the implant inside. No patient harm.